Event description:
On (B)(6) 2013, it was reported that high impedance was seen regarding this patient¿s system. X-rays were taken but reportedly did not show any result. The patient¿s device was at 0.5 ma output current at the conclusion of the appointment but would be called back in to disabled the device. Follow-up showed that there was no reported traumatic events. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was not visible past the connector block. The arrangement of the electrodes on the vagus nerve appeared to be normal. Due to the quality of the images, the lead could not be clearly assessed. Two tie-downs are present. Part of the lead was not behind the generator and could not be assessed. No clear sharp angles or lead breaks were found. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Lead pin could not be visualized past the connector block.